Manufacturer narrative:
(B)(4). Date of initial report: 11/11/2016. The incident unit was received by medtronic for evaluation. The visual inspection found significant physical damage to the generator. The customer reported condition was not confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report. The service center reported that testing found coag desiccate mode on mono 1 port high frequency leakage test failed after a new nosecone assembly was installed. Leakage was fluctuating around 125ma when measured with 200 ohm power resistor. The investigation isolated the failure to the fuse clips and coto relays, but a root cause was not identified. The probable root cause could not be determined based on the information available. Review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer originally reported that a shock was felt by the doctor when buzzing a pencil. The incident unit, a forcefxc electrosurgical generator, was returned to the medtronic service center for investigation. A new nosecone assembly was installed due to significant physical damage to the unit. The service center conducted additional testing after replacing the damaged nosecone on (B)(6) 2016, at which time they found that coag desiccate mode on the monopolar 1 port failed high frequency leakage testing. Leakage was fluctuating around 125ma when measured with a 200 ohm power resistor. Though none was reported, the high leakage from the unit could have lead to a patient burn or injury.